Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient was treated for a thoracic aortic aneurysm. A previous surgery had been performed to do a left subclavian-left carotid bypass. The surgery to treat the aneurysm was intended to cover the left subclavian artery, so imaging was performed prior to the surgery. It was noted that the bypass did not include the left vertebral artery. The physician consulted with a neurologist to determine if the surgery could be performed as planned, or if blood flow would be compromised with the intended placement of the graft. The neurologist felt that the surgery could proceed. Surgery was performed as planned, but after the procedure, it was discovered that the patient suffered occipital blindness.

Manufacturer narrative:
H6: code d16 corrected to d15.